Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 3 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: complaint 1 of 2 consumer reported having 2 pen needles from current box that did not release any liquid. Stated the needles also bend on the pe during injections. Consumer does not prime. Lot #: 9184145 catalog#: 320550 date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: complaint 1 of 2. Consumer reported having 2 pen needles from current box that did not release any liquid. Stated the needles also bend on the pe during injections. Consumer does not prime. Lot #: 9184145. Catalog#: 320550. Date of event: (B)(6) 2020.